Event description:
It was reported that cartridge alarm 20 occurred and recurred when caller attempted to load cartridge, preventing resumption of insulin therapy. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support assisted with proper loading technique but, due to continued alarms, arranged for pump replacement.